Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by fresenius medical care north america. A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the patient went into the hospital for peritonitis and the pd catheter has been removed for the moment. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequency not provided). The patient¿s preliminary peritoneal effluent culture result returned positive on (B)(6) 2026 (organism not provided), and the patient¿s vancomycin and ceftazidime were continued. Additionally, the nephrologist ordered the removal of the patient¿s pd catheter, and the placement of a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issue and remains hospitalized in stable condition (antibiotics to be continued intravenously with hd). The nephrologist is uncertain if the patient will return to pd therapy given her living situation. The patient resides in a nursing home, and it is believed that poor aseptic technique by those performing her treatments caused the peritonitis. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient is recovering from the serious adverse events, and discharge is expected this week. The reported event is related to the use of a pd catheter (non-fresenius product). The manufacturer of the catheter, and further product information, is unknown.